Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). Gas loss alarm happened once.esp personnel explained the alarm and potential reasons and offered further troubleshooting tips if it happens again or continues also suggested a chest xray to confirm placement if it continues.